Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was further reported that balloon rupture occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, after multiple inflations at 18 atmospheres, the balloon ruptured at the middle part. The device was removed and the procedure was completed with a wolverine cutting balloon. There were no patient complications and the patient was in good condition post-procedure.